Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards costa rico affiliate, during a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, the 16fr esheath+ was advanced through the patient without difficulty. However, then the 29mm commander delivery system with the crimped valve was introduced, extreme resistance was felt, and the system became stuck at the white portion of the esheath+. Multiple attempts were made to advance the delivery system, and the delivery system and valve did not exit the distal tip of the esheath+. The delivery system was used again and pushed applying a lot of force several times, causing the valve to come out from the esheath+; once out of the esheath plus, a piece of the valve frame bent outward. A withdrawal attempt was made, and the valve on the delivery system was removed within the esheath+ as a single unit. Upon removal, the esheath+ showed a liner puncture, with a metal piece of the valve protruding, and tissue around the esheath+. During these manipulations, vascular injury occurred, including dissection and laceration of the right common and external iliac arteries, with contrast extravasation seen. Balloon occlusion was performed, and emergency surgery followed, including an aorto-femoral bypass and closure of the internal right iliac artery, along with transfusions and additional interventions. Later, bleeding on the left side related to a retained introducer required another surgery. The patient died one day after the procedure.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the crimped valve had one strut bent outwards at the inflow side. The valve was later expanded and the following was observed: bent strut remained bent, valve frame was canted, and the leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process . Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non vascular), procedural variables, and use related variability (technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for frame damage was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (steep insertion angle, device manipulation) likely contributed to the event as the provided information indicated that the sheath was inserted at a steep angle. A steep insertion angle can result in non coaxial alignment between the delivery system and the sheath. Non coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (sharp calcium nodules). When combined with non coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.